Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that after starting up twenty minutes, the machine alarmed due to overheating, the upper handle was broken, the stylus was damaged and the left hinge was broken. As a result the power supply, upper case, processor, chart recorder, stylus and hinge were replaced. (B)(4).

Event description:
It was reported that the programmer displayed an error code. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.